Event description:
It was reported that the patient's inflatable penile prosthesis had trouble inflating. A few months later, the device was revised. During revision, it was noted that the tubing was kinked near the reservoir. The system was replaced. The system worked fine when un-kinked out of the body. The patient was healing from the surgery at the time of report. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis had trouble inflating and deflating. A few months later, the device was revised. During revision, it was noted that the tubing was kinked near the reservoir. The system was replaced. The system worked fine when un-kinked out of the body. The patient was healing from the surgery at the time of report. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of kinked tubing was confirmed via product analysis. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered 'cause traced to component failure'. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient's inflatable penile prosthesis had trouble inflating and deflating. A few months later, the device was revised. During revision, it was noted that the tubing was kinked near the reservoir. The system was replaced. The system worked fine when un-kinked out of the body. The patient was healing from the surgery at the time of report. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis had trouble inflating and deflating. A few months later, the device was revised. During revision, it was noted that the tubing was kinked near the reservoir. The system was replaced. The system worked fine when un-kinked out of the body. The patient was healing from the surgery at the time of report. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.